Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient (pt) said their stimulator was not working right. Pt charged their ins and normally their ins gets charged once a week and the battery goes to 50% battery; last night the pts ins battery showed 80% for it was not working right. Normally pt could feel the stimulation but they had the stimulation at 3.0 which they normally felt the therapy a lot but now pt was hardly feeling it. Pt verified they had tried adjusting their therapy intensity and changing groups but that did not resolve the issue. There had been times pt would check and it would show stimulation was off even though pt did not turn it off. When asked for event date pt said they had not payed attention for it had been about 2 weeks. The patient was redirected to their healthcare provider to further address the issue. Pt said dr. (B)(6) from (B)(6) was their hcp but now they go to dr. (B)(6) and they just changed their ins battery in october. When asked if the ins was replaced due to normal battery depletion pt said they guess.